Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
Patient presented with a headache and dysarthria. She was admitted by the treating center and was identified as having experienced a hemorrhage in the left temporal lobe near the cortical strip. The center was unable to determine if the lead caused or contributed to the hemorrhage. The patient's symptoms have resolved.